Event description:
It was reported that a patient underwent a surgical procedure for glaucoma on (B)(6) 2015 and suture was used. Within a week after the surgery, the suture broke off and knots were becoming fragile. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.